Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported the patient with this neurostimulator experienced burning at the neurostimulator site. The patient turned off their device and they are still experiencing the burning sensation. The clinical specialist said the patient felt a heating sensation. The patient will be scheduled for a revision surgery on (B)(6) 2025. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 UDI for concomitant product, tined lead: (B)(4) this report is being filed for a correction to field h6. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to "burning sensation" which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient experienced burning at the neurostimulator site. The patient turned off their device, however, they were still experiencing the burning sensation. The clinical specialist specified that the patient experienced a heating sensation. The patient had a revision surgery on 14aug2025 to revise their neurostimulator. The patient was reported to be doing well post-revision surgery and is receiving good relief. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4). Section b5 is impacted.

Event description:
It was reported that the patient experienced burning at the neurostimulator site. The patient turned off their device. However, they were still experiencing the burning sensation. The clinical specialist specified that the patient experienced a heating sensation. The patient had a revision surgery on (B)(6) 2025 to revise their neurostimulator. The patient was reported to be doing well post-revision surgery and is receiving good relief. There were no additional patient complications.